Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral stem. An evaluation of the device cannot be performed. Device was retained at case (B)(6) university. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer

Event description:
The arthroplasty was revised due to femoral loosening and pain. The components were implanted in situ for ~5.0y. The acetabular liner, femoral head and femoral stem components were revised. (Head and stem retained at case (B)(6) university).